Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation.¿ event occurred because the video connectors were connected upside down and not recognized. This event is judged to be a handling event because of mistakes. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is not scheduled to be returned. However, during the phone call troubling shooting process with olympus technical support center, it was discovered that the user inadvertently plugged the device in upside down. Once corrected they received an image on the display. Should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
It was reported, the visera elite video system center was not displaying an image when connected to the camera head. According to the initial reporter, they were receiving color bars on the display. There was no reported patient involvement during this event.